Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was previously hospitalized for 3 days due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 600 mg/dl. The customer reported that they were passing out and waking up off and on, the customer was also vomiting. The customer was wearing the insulin pump at the time of hospitalization. The customer also mentioned that he received excessive no delivery alarms. Unable to troubleshoot. No significant event leading up to the incident was mentioned.